Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The monopolar curved scissors was analyzed, and the customer reported "tips don¿t meet¿ complaint was not confirmed by failure analysis. The instrument was visually inspected, but no physical damage was observed. No product issue was identified.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the tips of 8mm monopolar curved scissors (mcs) instrument would not close. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.